Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the iliac artery. During the deployment of a 8x100mm absolute pro self-expanding stent (ses), the stent was noted to separate after being deployed one-third of the way. Therefore, the delivery system was removed with part of the separated stent still inside the delivery catheter and the separated piece was embedded with a 10x80mm absolute pro ses to prevent the separated stent from becoming a foreign body. There were no adverse patient sequela nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported material separation were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during stent deployment interaction with the mildly calcified and tortuous anatomy/other devices and/or inadvertent mishandling resulted in the reported stent material separation/noted stent damages (stretched/broken/separated); thus resulting in the reported activation failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure and the reported material separation cannot be determined. Interaction and/or manipulation of the device resulted in the noted jacket stretch marks and the noted stent sheath kinks likely contributing to the reported difficulties. The treatment appears to be related to the operational context of the procedure as reportedly the separated piece was embedded with a 10x80mm absolute pro ses to prevent the separated stent from becoming a foreign body. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.